Manufacturer narrative:
Tested the binaxnow covid-19 ag card retain kit lot 188541 with covid-19 lod and blank patient swabs. All tests were run in triplicate, were valid, and performed as expected. No false negative issues were observed, and the customers complaint was not replicated. The manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 188541 and device part number 195-430h / lot 176532. One false negative result was observed during quality control release testing which is acceptable according to release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within label claims. No further action is required.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 with a nasal sample. Another test was performed with the quidel test kit on (B)(6) 2022 and generated a positive results. The customer stated that she was symptomatic. No additional patient information, including treatment and outcome, was provided.